Manufacturer narrative:
This report will address the additional fracture suffered by the patient. Although there is no allegation of a product malfunction made against the long antegrade nail, this device cannot be disassociated from the reported adverse event. This report is for one (1) unknown long antegrade nail. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially treated for a trochanteric mid-shaft right femur fracture on an unknown date. Thereafter, an additional trochanteric fracture was identified in the hip on the same side and just above the previous fracture. On (B)(6) 2015, the patient returned to the operating room to have the original long antegrade nail removed, so that a long trochanteric fixation nail (tfn) could be implanted. A surgical delay of five (5) minutes was noted. The procedure was completed successfully. Patient postoperative status is listed as "good and unaffected." This report is for one (1) unknown long antegrade nail. This report is 1 of 1 for (B)(4).